Manufacturer narrative:
The reported observation of ¿no ipg communication¿ was confirmed. Review of the implantable pulse generator (ipg) diagnostic logging was performed using the universal engineering programmer (uep) tool. It was confirmed the device was functional but would not communicate using the bluetooth option. Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency. A CT scan of the device hybrid and bluetooth circuitry did not provide any additional information concerning the bluetooth (ble) degradation.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.